Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a right ventricular lead integrity alert, pacing capture threshold in the rv (right ventricle) was elevated and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that an audible alert was triggered due to right ventricular (rv) lead oversensing and undersensing. A high number of short v-v intervals and high rv thresholds were also observed. The patient was hospitalized and therapy was turned off. A lead revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.